Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One mitraclip xtw was implanted successfully. The final mr was grade 1. There was evidence of a right to left shunt, and the iasd was closed successfully. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One mitraclip xtw was implanted successfully. The final mr was grade 1. There was evidence of a right to left shunt, and the iasd was closed successfully. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.